Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the use of the device. One 5 fr dl powerpicc solo ft catheter was returned for investigation. The catheter extended up to the 40 cm depth marker. Tacky, residual material was present on the catheter surface. The sample was flushed with water using a 12 ml syringe. A leak was observed when infusing through the purple hub at the proximal catheter end. Microscopic observation of the leak location revealed a circumferential split in the catheter. Material wrinkling was observed near the split edges and corners. The split surface was rough and granular. The split corner appeared to be indented along the split location which suggest the catheter experienced kinking. The catheter was cut proximal to the 0 cm depth marker in order to measure the wall thickness. The catheter and lumen wall thickness were found to be within manufacturing specification. The damage observed is consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU), ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that one lumen on the 5fr powerpicc solo catheter broke. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that one lumen on the 5fr powerpicc solo catheter broke. No other information was provided.